Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 74 months after the implantation oversensing was noted on the atrial lead. This lead and the ventricular lead were explanted during an ICD exchange.

Manufacturer narrative:
We received the manufacture date.

Manufacturer narrative:
In the course of the visual inspection of the setrox several extraction damages were noted. Furthermore the lead tip was covered in tissue. No other deviations were noted that might have led to the reported oversensing on the atrial channel. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.